Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that these types of events can occur under possible adverse effects: material sensitivity reactions, loosening or migration of the implants may occur, intraoperative or postoperative bone fracture and/or postoperative pain, and elevated metal ion levels have been reported with metal-on-metal articulating surfaces. This report is number 3 of 4 mdrs filed for the same event (reference 1825034-2014-05850 / -05851 & -06572 / -06573).

Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6) 2009 and left total hip arthroplasty on (B)(6) 2009. Subsequently, it is alleged that patient¿s right hip was revised on (B)(6) 2013 due to allegations of pain. There has been no reported left hip revision procedure. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient¿s operative (op) notes reports patient was revised on the right side due to pain and grinding. Revision op report notes the presence of bloody effusion from the joint capsule, a loose acetabular component with fibrous tissue, and a perforation in the median wall. In addition, op report notes the modular head was cold-welded onto the morse taper and would not disengage. The cup, modular head, taper insert, and femoral stem were removed and replaced.